Manufacturer narrative:
A steris service technician inspected the washer and found the washer inlet door was jammed approximately 6 inches from the closed position and the door seal was torn. The technician noted the handle of the basket that had become stuck was in the "up" position, which caused it to exceed the height of the chamber inlet and stick out of the rack. The technician tested the door and verified the door safety feature was operating properly. The technician replaced the chamber door seal, reset the washer to clear the jammed condition, and placed the washer back into service. Steris has determined the root cause of this incident was user error because the operator did not follow the proper procedures for loading the washer or for clearing an obstruction. The equipment operator manual states on page 4-2: "ensure no items stick out or hang out of rack". The operator loaded the instrument basket with the handle propped up and in a position that was not within the trailing edge of the washer manifold, causing it to jam in the chamber inlet door. The operator also did not follow the proper procedure for clearing a door obstruction as he reached into the chamber to free to the jammed basket handle by shaking on the washer manifold. The equipment operator manual states on page 4-42: "if an obstruction is present in a chamber door, do not attempt to remove the object".steris conducted in-service training for hospital staff on april 28, 2010 regarding the proper operation and warnings of the washer.

Event description:
The user facility reported that the washer alarmed when a basket handle became jammed in the chamber door. The operator reached into the washer chamber and dislodged the basket handle by shaking the washer manifold. Once the basket handle was dislodged, the chamber door came down on the employee¿s hand. The employee went to the facility occupational health department where his hand was x-rayed. The employee was instructed to go home for the day and apply ice to his hand. The user facility reported the employee returned to work the following day and fully recovered with no residual injury.